Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the degeneration and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this clinical trial patient with a 25mm pericardial aortic valve is experiencing severe aortic stenosis secondary to structural valve deterioration. Implant duration of the valve is approximately 11 years. The patient was initially being evaluated for a valve in valve procedure but did not meet the criteria due to a significant risk of coronary obstruction. However, it was decided to proceed with the valve in valve procedure and a surgical team will be on standby.

Manufacturer narrative:
Edwards received additional information through follow-up with the health care provider. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow-up with the health care provider that a 26mm non-edwards transcatheter valve was implanted inside the failing 25mm valve via right percutaneous transfemoral approach. Completion root-gram showed trivial perivalvular regurgitation and good flow in the left coronary artery. There were no complications. Patient was transferred to the intensive care unit in stable condition.